Event description:
It was reported the resection electrode electric cutting loop was fractured. The issue was found during a therapeutic transurethral plasma resection of the prostate and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.